Manufacturer narrative:
Medical device expiration date: unknown initial reporter facility: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 20056455 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that maxzero needleless connector was damaged. The following information was provided by the initial reporter: material no.: unknown batch: unknown, possible lot: 20056455. It was reported that the customer discovered a "gouge" on top of the maxzero.